Manufacturer narrative:
Evaluated two opened/used sensors, performed bicarbonate buffer test and one of two sensors failed for high readings. The remaining sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 250 mg/dl and their sensor glucose read 68 mg/dl. Customer sated there was a 200 point difference between their sensor glucose and blood glucose. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported a bad sensor alert occurring. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.